Event description:
I had the inspire sleep apnea device implanted in me on (B)(6) 2023. The model number is air 345782c. Right from the start I had electrical stimulation in the tongue even when the device was off along speech issues and discomfort in the tongue and neck. I have followed up with the doctor constantly along with ER visit and multiple CT scans. Inspire and the doctor have told me over the years that everything is fine even though the adverse problems continue. Finally, the doctor turned off the device in (B)(6) 2025 and now after 5 months the electrical stimulations and pain are gone. The doctor said the only option is to remove it which comes with possible complications. I am holding off on removal as I am not sure what to do. I know inspire had a recall on units that were recalled for the same problems I am having. I was told to report my problems to the FDA as there could be more devices with the same issues. Thank you.